Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product(s): 5076-52 lead, implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead measured high impedance in bipolar. A fracture of the ring conductor was strongly suspected. Reprogramming of the pacing/sensing polarity was changed to tip to coil to avoid the ring conductor. The lead impedance out of range alert was disabled. The lead remains in use. No patient complications have been reported as a result of this event.